Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the valve inside the trocar was leaking. Replaced the device to complete the procedure. There was no pt consequence.